Event description:
It was reported that a post operative assessment of a just implanted implantable pulse generator (ipg) revealed that elective replacement indicator (eri) was indicated and the device was at vvi/65. The header and set screws were examined and did not appear to be loose. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed a faulty ceramic capacitor.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.